Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a bolus could not be delivered on the patient's dash controller/personal diabetes manager (pdm). A message appeared on the pdm that the patient could not recall, however, there were no audible alarms generated. No harm to the patient was reported and no medical assistance was required.